Manufacturer narrative:
The customer¿s experience of back flow was not confirmed in the (B)(6) lab. During visual and microscopic inspection no anomalies were observed. Functional testing was performed no anomalies were observed on the sets. The root cause of this failure was not identified.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer.the affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a backflow event. Infusing vancomycin ivpb, ns 500 cc primary IV. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.